Manufacturer narrative:
D9: 28-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue could not be replicated. The device passed all testing. No fault was identified related to the reported issue. All tests passed within specification. No action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over infusing. The issue was discovered during testing. There was no patient involvement.